Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that it was not working anymore since (B)(6) 2016. It was indicated that they fell (B)(6) 2016 on the bathroom floor and broke their toe. The patient told the ER doctor that they were worried about it because they landed on their back hard. They mentioned that they could feel it working if they coughed or sneezed. It was noted that they were now wetting their pants and were pretty much incontinent. During the call, the patient increased the settings and would stay at this setting. They switched to a new program, program 3 at 0.9v, and would leave it there to see if anything changed. The indication for use was gastrointestinal/pelvic floor.